Event description:
Pt was in wheelchair in wheelchair accessible bus. Bus turned corner. Pt's weight shifted. Wheelchair crossbar snapped off at joint. Pt was assisted/held up by staff. No apparent injuries.